Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: based on surgical notes provided, it appears that the pt had a loose tibial component possibly due to bony osteolysis and device subsidence. Also, cement bonding on the back side of the tibial component was inadequate as observed during revision surgery. The x-rays provided were of poor quality for evaluation. A specific cause of the device loosening cannot be determined due to unavailability of adequate information. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for a loose tibial plate.